Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the on the first and second most proximal rows, stent struts were lifted and pulled distally. The undamaged section of the crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Following predilitation with a 2.0x15mm non-bsc balloon, a 4.00 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent strut broke. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Following predilatation with a 2.0x15mm non-bsc balloon, a 4.00 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent strut broke. The procedure was completed with another of the same device. No patient complications were reported.